Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2010 and mesh, perigee and hydrix bovine pericardium graft were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with laparoscopic robotic assisted abdominal sacrocolpopexy, laparoscopic supracervical hysterectomy due to sui, pop, cystocele, rectocele. It was reported that patient underwent sacrospinous fixation, enterocele and rectocele repair with hydrix bovine pericardium graft, cystocele with perigee graft and perineocele repair on (B)(6) 2007. These grafts were removed on (B)(6) 2010 due to dyspareunia and stricture of vaginal mesh. It was reported that patient underwent mesh revision on (B)(6)2011 due to urinary retention and bladder outlet obstruction. No additional information was provided.